Manufacturer narrative:
(B)(4). A maquet field service technician (fst) evaluated the device. During the first evaluation the reported failure could be confirmed. The battery was replaced and the device was successfully tested to manufacturer specifications. The claimed battery was requested to be returned to the manufacturer for further investigation. A supplemental report will be provided when additional information becomes available

Event description:
During set-up of the device, before starting training, the customer noticed that the battery was not charging. The disconnection of the device from the ac power supply immediately led to the shut-down of the device. No patient was involved. (B)(4).

Manufacturer narrative:
The manufacturer received the defective battery for further evaluation. The reported malfunction "battery not charging" could be confirmed. The battery-pack has no output. A missing connection of one of the 20 battery-cells of the pack was found, as well as 5 of the cells were not properly connected. After soldering the missing connection the battery-pack could be charged completely and worked for more than the specified 90 minutes. It was determined that the missing connection was due to a manufacturing fault. The initial connection had loosened over time. It was initiated that the supplier of the battery-pack will be informed and a root-cause investigation for the manufacturing deficiency will be requested. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4).